Event description:
The customer reported via phone call that they received a blank display. Customer also reported the insulin pump's screen had black lines throughout. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Customer was advised to monitor the insulin pump while a replacement battery cap was being sent. Customer's blood glucose was 45 mg/dl. The customer called back later to report a unexpected restart alarm. Customer also reported their buttons were unresponsive. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for blank display anomalies; no blank display anomalies were noted. The insulin pump powered up properly after battery installation. The operating currents are within specification. No damage on the lcd isolation tape noted. The insulin pump passed a21 error test. No unexpected a21 error alarms were noted. The insulin pump has cracked case at display window corners.